Event description:
Pt had no complaints predialysis. Bp 120/70 dialysis machine checks indicated no problems. Dialysis urea initiated at 6:45 am without difficulty. At 7am bp 130/80, 7:30 bp 110/70, 7:40 pt reporting feeling badly. Uf rate was decreased. And then uf taken off at 8. No machine alarms were occurring 8:10 am pt had blood returned because she felt worse and she was having cramps. Conductivity on machine was checked with reference meter which read 10. There were no alarms. The machine was recalibrated to 14.5 conductivity and dialysis was resumed at 8:55 am, however, at 9:05 the pt requested to go to the hosp. She was admitted for further evaluation and treatment.